Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 37 mg/dl. The customer had no symptoms. The customer did treat for the low blood glucose level with carbohydrates. The customer reported having infusion sets that need to be exchanged. The customer's blood glucose level was 68 mg/dl at the time of call. The customer did troubleshoot the issue. The customer declined to troubleshoot the low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the prime test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.